Event description:
Information received by medtronic, indicated that the insulin pump had a crack on the back of the pump upon taking the belt clip. And the damage occurred, due to wear and tear. Troubleshooting was performed. And the customer stated, that the insulin pump was neither dropped nor bumped. The customer confirmed, that there was no damage to the retainer ring and out-of-box. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump, and the device was returned for analysis.